Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous and calcified left anterior descending artery (lad). The 12mm x 2.00mm apex monorail was selected for use and upon the first inflation attempt a balloon rupture occurred at 18 atms. The balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient status is listed as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)